Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose level was higher prior to beginning the load process due to the customer's "normal morning high". The customer administered a correction bolus prior to starting the load process. At the time of the reported event, the customer's blood glucose level was 191 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. Should new information become available, a follow up supplemental report will be submitted if the device has been received.